Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: infection ¿ pre-existing infections not resolved before tissue expander placement may increase the risk of periprosthetic infection. Infection is an inherent risk following any type of invasive surgery, and may occur during the tissue expansion process. Patients who present with wound dehiscence, tissue erosion, ischemia or necrosis, and patients undergoing immediate breast reconstruction run an increased risk of periprosthetic infection. Signs of acute infection reported in association with tissue expanders include erythema, tenderness, fluid accumulation, pain and fever.

Event description:
Patient reported left side "immediately after surgery, I developed an infection while healing, pain all over my body, extreme fatigue. Hair loss, trouble with urinary incontinence and it felt as though my bladder was coming out, urinary symptoms along with urine that smells unusual, a lot of right shoulder and neck pain, pain from my shoulder, along with fatigue, dizziness, and pain all over my body" device has been explained.